Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer could not recall their blood glucose (bg). The customer resolved the occlusion alarm by changing out their infusion set and resuming insulin delivery. The customer stated that they did not know what an occlusion was and did not know whether the infusion set had contributed to the occlusion alarm. Tandem technical support educated the customer on occlusion alarms and suggested that the customer call back if they experience any more occlusion alarms so that troubleshooting can be performed.